Manufacturer narrative:
We have verified that the reported lot number is part of the (B)(6) tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(6).

Event description:
Consumer's boyfriend called on her behalf to report that she had a hospital stay where she had toxic shock syndrome due to tampon pieces that were stuck inside her body from the tampons falling apart.